Manufacturer narrative:
(B)(4). Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprosthesis is remote. In this case, the onset date for the endocarditis is unknown; the patient was diagnosed two months post tavr. However, the source of the infection is believed to be related to the patient¿s renal failure condition [history of urethral stent infection]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
This patient received a 26mm sapien xt valve on (B)(6) 2015, without any issues. The patient was diagnosed with endocarditis of his valve on (B)(6) 2015. The valve was explanted a week later. The explantation went well and the transcatheter heart valve was replaced with a surgical valve. This patient is a renal failure patient and had a urethral stent that has had infection issues in the past. Per report, it is believed the renal infection is the cause for the endocarditis.